Event description:
It was reported that the patient had an MRI of the brain the day prior to the report. It was noted that the patient was in the MRI machine so far down; it was past where their bladder and implantable neurostimulator (ins) were. It was a closed MRI and used a special coil for devices. The ins was turned off for the MRI. It was also reported that before the MRI, the patient had the device at 1.7 volts and never felt the stimulation. However, it was then stated that the patient occasionally felt stimulation down their leg. When the patient turned the device on after the MRI, they were feeling a stabbing pain in the groin area. When the patient turned it down to 1.1 volts, they felt pressure when sitting. The patient turned it up to 1.3 volts and felt like someone was poking them with a knife. The patient turned it back down to 1.1 volts. The patient was worried that if they drink they'll have an accident. In (B)(6), the patient had it at 1.5 volts and had a few accidents and had to turn it up to 1.7 regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 3889-33, lot# v645573, implanted: (B)(6) 2012, product type: lead. Product ID: 3889-33, lot# v645573, implanted: (B)(6) 2012, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported the patient still had concerns regarding their device or therapy. They were working with their healthcare provider or manufacturer representative. An appointment date of (B)(6) 2015 was noted.